Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture with impedance measurements greater than 2500 ohms. The patient reported that he had fallen, however the date provided by the patient was not the same as when the increased impedance measurement was seen on the daily measurements. During the lead revision procedure, a fracture on the rv lead was observed four inches from the pacemaker. The physician suspects that the patient is a twiddler. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported as a result of the loss of rv pacing or the lead revision procedure. The investigation is complete at this time.